Manufacturer narrative:
(B)(4). Date sent: 12/2/2021. D4: batch # u95w38. Investigation summary. The product was returned for evaluation. In addition, a tyvek wrapper was received along with the device. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was received with no damage to the external components. Also, two malformed clips/staples were noted in the jaws. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the trigger was noted to be jammed. Due to the condition of the device, no functional test was performed. Upon disassembly of the device, the ratchet pawl was found to be damaged, causing the jammed trigger. The advancer was also confirmed to be bent, thus causing the malformed staples. In addition, thirteen clips were found inside the clip track. No conclusion could be reached regarding what caused the damage to the ratchet pawl. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 5/18/2022 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage to the external components. In addition, a tyvek was received along with the device. Also, two malformed staples were noted in the jaws. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the trigger was noted to be jammed. Due to the condition of the device, no functional test was performed. Upon disassembling the device, the ratchet pawl was found damaged causing the jammed trigger and the advancer was confirmed to be bent causing the malformed staples. 13 clips were found inside clip track. No conclusion could be reached as on what caused the damage in the ratchet pawl. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. The damage observed on the ratchet pawl was found to be similar to the damage observed when the user pulls the trigger open while anti-backup is engaged (breaking through anti-backup). Based on this information, the ratchet pawl damage observed is likely user-related. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H10

Event description:
It was reported that during an unknown procedure, the fired clips were twisted during the test. A new device was used and patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.